Event description:
Allegedly the patient was revised due to broken profemur modular cocr neck.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.